Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed, the sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheostomy tube had a cuff leak.